Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic and a piece of the optic was torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore. The incision was enlarged to remove the lens and sutures closed the wound. The reporter stated the incident was due to a loading error.